Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that catheter was fractured. The target lesion was located in the iliofemoral vein. An angiojet solent omni catheter was advanced for treatment. Angiography showed that the blood flow of iliac vein was slow. During procedure, under power pulse mode, blood sprayed from the middle part of the catheter. The physician withdraw the catheter, and it was fractured. After the device being replaced, thrombectomy mode ran normal and blood flow was unobstructed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was completed per the device preparation. The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The device was inserted into the power pulse mode. The device ran for a period of 60 seconds with no issues. The devices pressure was within the normal range. A leak was observed during functional testing at the shaft separation located at 89 cm from the tip. During functional testing no errors or priming issues were observed, the device ran as designed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter was fractured. The target lesion was located in the iliofemoral vein. An angiojet solent omni catheter was advanced for treatment. Angiography showed that the blood flow of iliac vein was slow. During procedure, under power pulse mode, blood sprayed from the middle part of the catheter. The physician withdraw the catheter, and it was fractured. After the device being replaced, thrombectomy mode ran normal and blood flow was unobstructed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.